Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
While treating pt and getting ready to mode up new treat field, therapist noticed the following: delivered mu was 192 mu plan called for 88 mu. Therapist checked clinac backup counter and it verified that 192 mu was delivered by clinac. The impac workstation showed planned mu to be 88. Therapist ran impac qa on the entire pt plan and ran morning clinac output checks. All systems functioned as normal. There was no report of pt injury and no pt data was provided.